Event description:
Incident as reported: laparoscopic choecystectomy - "the surgeon clipped a cystic artery with the epix 5mm clip applier. After cutting the artery the surgeon noticed blood leaking from the clipped artery on the pt end. Two clips were used on the pt end of the cut artery. The surgeon commented that the closed clip does have a space at the apex of the clip. The surgeon cauterized the artery with a bovie tip to stopped the blood leak." Pt status: fine.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the MFR for review. Engineering assessment of the incident will be conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation.